Event description:
A report was received that the patient was experiencing pain at the pocket site and the device was non-functioning. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site and the device was non-functioning. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site and the device was non-functioning. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Manufacturer narrative:
Additional information was received that the reason for explant was not due to pain at the pocket site and difficulty charging, that was previously reported, but was due to inadequate pain relief which was confirmed by the physician. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the pocket site and the device was non-functioning. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot (B)(4) description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that non-functioning device meant that the ipg would not charge. The physician did not suspect device malfunction.